Event description:
It was reported that a large volume infusor had a black particulate matter on the base of housing. This was identified during storage. The device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured december 5, 2014 ¿ december 8, 2014. Visual inspection revealed a black particle approximately 0.25 square mm in size located at the base of the housing. The particle was not in the fluid path. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.